Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead helix was already extended in the box and it was unable to retract. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood and an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fracture or internal shorts. The reported event of helix was already extended in the box was not confirmed due to helix was returned extended and clogged with blood.